Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with tandem technical support, the malfunction alarm was cleared, and insulin delivery was able to be resumed. Additionally, it was reported that the customer had difficulty charging the pump without maneuvering the cable into the charging port. A replacement cable was sent to the customer. Customer's blood glucose was 140 mg/dl.